Event description:
The customer reported that the battery time did not last long when on battery power. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4). The customer reported that the battery time did not last long when on battery power. There was no adverse patient impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.